Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Event happened in (B)(6). Immucor field service engineer visited customer site on (B)(4) 2014 and determined that instrument was operating correctly.